Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4)- manufacturing date: may 25, 2011 no anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection of field equipment, two (2) synfix devices were noted to be compromised. It was reported that the threading on the tip of a secondary impactor (part 389.151) is sheared off and the inner cannula of a trial spacer holder (part 03.802.039) appears to be sheared off. There was no patient or procedural involvement. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection of field equipment, two (2) synfix-lr devices were noted to be compromised. It was reported that the threading on the tip of the implant holder for synfix-lr is sheared off and the inner cannula of the trial spacer handle appears sheared off. There is no procedure or patient involvement. This is 1 of 2 reports for com-(B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the returned instruments were evaluated and in each instance the complaint was able to be confirmed as both instruments are missing the distal end of their threaded tips. A definitive root cause was unable to be determined however, the failures are consistent with rough handling/cross threading. The reported implant holder device (part 03.809.039, lot 2740825, manufactured 25may2011) is part of the synfix-lr system used for stand-alone anterior lumbar interbody fusion procedures. The applicable technique guides were reviewed. Instructions are provided for proper use of the implant holder, including the following related indication: ¿do not cross thread the implant holder into the implant. To prevent cross threading, ensure that the implant holder is perpendicular to the implant during engagement¿. The returned instrument was inspected under magnification and the complaint condition of broken tip was confirmed; the fragment was not returned. The applicable and associated drawings for the implant holder were reviewed. All drawings call out the appropriate dimensions, material and finishing processes for a successful design. No anomalies were detected during device history record review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.